Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported by the home patient (hp), that they received an electric shock from the homechoice (hc) device during the self test. The hp was not connected at the time of the reported event. During the troubleshooting for an unrelated alarm, the technical service representative (tsr) had the hp ensure that the cassette was loaded correctly. The hp stated that after they pressed the cassette in a bit further to ensure it was fully inside the opening, their right thumb grazed the part that was described as the occluder bar. That was when the hp said they received a jolting shock. The hp was holding one electrical device, their phone, during the reported event and they were reported to have been barefoot. The hp also told the tsr that the wall socket used for the hc device was specially installed for the device¿s use. The hp said that their finger touched bare metal. The hp was going to do manual therapy for the rest of the night. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues noted related to the reported problem. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem could not be identified or duplicated during evaluation. Should additional relevant information become available, a supplemental report will be submitted.